Manufacturer narrative:
The insulin pump passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime/a33 test due to faulty fsr (gold). Unable to verify excessive no delivery alarm and perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.